Event description:
Female underwent explantation of bilateral silicone gel implants with placement of bilateral submuscular saline breast implants secondary to bilateral ruptured silicone gel implants submuscular position with baker iii capsular contracture.